Event description:
Additional information was received indicating that the malfunction occurred during testing.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed every time latch was closed. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was not verified. Based on the evidence, the complaint was not confirmed, and no fault was found.